Event description:
As reported by the user facility: event number 2: reports leaking tubing at blue connector at lower y-site. Leaking chemo, unknown what type of chemo. During a follow-up call, the reporter confirmed there was no injury or intervention needed to the patient or staff as a result of this incident.

Manufacturer narrative:
(B)(4). The actual devices involved in the reported incident were not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. If additional pertinent information becomes available, a follow-up report will be filed.